Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Event description:
The patient contacted baxter's technical service center regarding a high drain 102/call peritoneal dialysis (pd) nurse alarm, which occurred on the homechoice (hc) after use. The patient stated that last night she felt overfilled. The baxter technical service representative (tsr) advised the patient to call the registered nurse (rn) to make sure the therapy was programmed correctly. The patient stated that the rn told her that the alarm was due to the patient not having the patient line clamp open during priming. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011, regarding the reported high drain 102/call pd nurse alarm. The rn stated they were aware of the alarm. Baxter product surveillance explained to the rn that a high drain 102/call pd nurse alarm indicated the patient experienced an increased intra-peritoneal volume (iipv). Baxter product surveillance asked the rn if the patient had reported any other symptoms or drain volumes meeting iipv criteria and the rn stated no. The rn stated there was no patient injury or medical intervention associated with this event. The rn stated the patient has been continuing therapy on the cycler successfully since then. There were no allegations made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). A service history review revealed no issues that may have contributed to the increased intra-peritoneal volume (iipv). A device history record review was conducted and no issues were identified that may have contributed to the issue of an iipv. The label review found the homechoice / homechoice pro apd systems patient at-home guide to be adequate for the potential use error in this incident. This issue is being investigated through CAPA.